Event description:
It was reported that stenosis was observed on routine 12-month follow-up for a female patient who was treated with a stent (subject device), and there was near complete occlusion of the ica. The patient is asymptomatic. The physician is planning to conduct a balloon angioplasty to try and open the vessel. The procedure was completed successfully.

Manufacturer narrative:
The device is not available to manufacturer.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The device history record review could not be completed because the lot number is unknown. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that on routine 12-month follow-up, there was a near complete occlusion of the ica (internal carotid artery). The patient is asymptomatic. The stenosis was observed on 1-year follow up. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that stenosis was observed on routine 12-month follow-up for a female patient who was treated with a stent (subject device), and there was near complete occlusion of the ica. The patient is asymptomatic. The physician is planning to conduct a balloon angioplasty to try and open the vessel. The procedure was completed successfully.